Manufacturer narrative:
Quality control (qc) and calibration data was not provided by the customer. Sample collection and method of analysis was not provided by the customer. The customer attempted to troubleshoot the issue. The customer performed a glum precision run which failed with very imprecise results. The customer replaced the modular chemistry (mc) syringe tip, cleaned the stir bar, changed the reagent, and calibrated the glucose sensor. Calibration then failed back-to-back errors and qc was also noted to yield erratic results. The customer noted that the glucose cup assembly was replaced by a bec field service engineer (fse) in july 2013. A bec fse was dispatched to evaluate the instrument. The fse could not determine a failure mode. Glucose calibration, qc, and a precision run of 20 reps all passed established specifications. Since the customer performed troubleshooting and replaced parts prior to service arrival, no failure mode could be identified. A definitive failure mode is unknown to date. Multiple parts were replaced and actions were performed by the customer, any of which could have caused or contributed to the event.

Event description:
A customer contacted beckman coulter (bec) reporting ten to twelve (10 - 12) erroneous glucose modular (glum) patient results were generated on the unicel dxc 800 pro synchron chemistry analyzer when delta checking failed on the patient results. The erroneous results did not match the patients' previous results. The samples were rerun on an alternate instrument within the laboratory and those results were reported out of the laboratory. The customer did not provide any patient data for this event. Patient demographics (age, date of birth, gender, and weight) were not provided by the customer. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.